Event description:
It was reported that there are no numeric values of sat levels or pulse rates in the spo2 parameter box screen, but there is a waveform present. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.